Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a 10-pack of surgical patties contained 9. Event did not occur intra operatively. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned for evaluation. It was confirmed that only 9 of 10 patties were present. A review of manufacturing records found no discrepancies when the device was released to stock. The patties are produced in a fully automated machine with very little human intervention. Patties are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to count the number of patties on the card. The system is very robust at finding any missing patties. Therefore the most probable root cause lies in operator error. The operator likely dropped the rejected pattie product in the good bin. Operators are trained not to rework any product to eliminate this risk of miscounts. Retraining has been initiated for the operator. Trends will be monitored for this or similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.